Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 20x3.50 rebel stent, when the sterile packaging stent was opened, it was noted that the stent struts were flared at its proximal part. The procedure was completed using other stent. No patient complications were reported and the patient's status was stable.